Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads were missing the films between the cardboard and the gel after opening/removal of packaging. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The stat-padz ii were not returned to zoll medical corporation for evaluation. The customer provided photos showing the electrodes and the pouch, but with no styrene booklet. The pads appeared to be adhered to the cardboard inserts, covering the gel and surrounding the foam, which appears to be damaged/torn. The cardboard inserts are placed on the non-release side of the styrene, opposite to the pads. If the pads were applied to the non-release side of the styrene, they would adhere to cardboard and the edges of the styrene, damaging the surrounding foam upon removal. A review of the device history record for lot 1023 of the stat-padz ii electrodes showed no anomalies with the assembly and that the product was manufactured to specification. No similar events reported. No trend is associated with reports of this type.